Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on 09/01/2013 with a blood glucose level of 21 mg/dl. The customer was treated for their blood glucose with glucose tablets. The customer was treated by paramedics after being involved in a car accident. The customer mentioned that their sensor glucose readings were off with their blood glucose value. The customer was sent new sets to resolve the issue.